Event description:
Patient had a total hip replacement done on his right hip in (B) (6) 2009. He did well in the immediate postoperative period, but began to experience discomfort. Evaluation in our clinic revealed that he did not have the markers of inflammation, normal sedimentation rate and c-reactive protein, but he did have cloudy fluid on aspiration of his hip joint. This suggested the possibility of metal-metal reaction, because of his increasing pain, we offered him a revision arthroplasty to remove the metal-metal articulation. It appeared that the femoral component was firmly fixed. In addition, because he had a long titanium neck femoral component and he was active, we recommended change of that neck to a cobalt-chromium neck.